Event description:
A customer contacted beckman coulter inc. (Bci), regarding a lower than expected total bhcg (tbhcg) result that was generated by the access 2 instrument for a single patient sample. A patient sample was tested for tbhcg and a result of 864.00 miu/ml was obtained. The result was reported out of the lab. The customer re-tested the original sample five days later, and the repeated result was 6664.10miu/ml. The patient had an ultrasound and was given methotrexate following the lower than expected tbhcg result.

Manufacturer narrative:
Per customer, the sample was plasma collected in a bd, lithium heparin tube with a gel separator. The specimen was centrifuged at 3,500 rpms. The customer stated the sample was normal in appearance and was aspirated from the primary tube. Qc was within specifications during this event. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing and all results were within specifications. The fse checked the ultrasonics and made adjustments to the transducer high voltage. The tbhcg results obtained in this event were in the range indicating pregnancy. Based on available information, the patient had an ultrasound, which showed an intrauterine pregnancy, not an ectopic pregnancy. Bci was unable to determine from the information supplied whether the methotrexate was given before or after the ultrasound. The customer was not able to clarify that either. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report. (B)(4).